Manufacturer narrative:
(B)(4).

Event description:
It was reported that during device follow up, lead noise was observed. Programming changes were made. The patient was in stable condition and monitoring will continue.